Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's pump. The mother states they have received low battery alerts, and have already changed out the batteries. The customer's blood glucose level at the time of incident was unknown. The mother states the customer was running low, so she took the pump off the customer. The battery was found to not have lasted more than a week, and had no power twice. The device is being replaced and returned for analysis.